Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an event of tubing detachment with an infusion set as the infusion set tubing came apart. The infusion set had been in use for 5 days. The activity leading up to the event was reported to be fitness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.